Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system and found that the suite pc was not responding to remote troubleshooting. The philips field service engineer (fse) inspected the system onsite and confirmed that the system got stuck during boot up. The fse also confirmed that the reported problem was due to software issues. The fse reinstalled the 2.2.7 system software and performed system backup, tube alignment and edl (entrance dose limitation) calibration. Analysis of the system log file showed notable gap when the system software was being reinstalled. After reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.